Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient experienced ineffective stimulation. Patient stated that the device was inoperable after receiving a new charger. A surgical intervention in anticipated in the near future. No further information is available.